Manufacturer narrative:
It was reported that the ventilator generated technical error indicating power failure. The ventilator failed the pressure transducer test during pre-use check. The ventilator displayed "restart ventilator" and sounded a high pitched alarm. The field service engineer investigated the ventilator on site and deduced the monitor printed circuit board (pcb) caused the problem. The monitor pcb was replaced which resolved the problem. After restart, pre-use check failed on the pressure transducer test and the expiratory channel pcb was also replaced. The ventilator was returned to customer after passed functional tests. No part was returned for investigation and device logs were not received despite several requests. If an internal power failure occurs or the monitor pcb malfunctions during ventilation it may lead to stop of ventilation. Alarms will be generated. The pressure transducer test failed during pre-use check. Exact pressure measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. The conclusion is that the monitor pcb and expiratory channel pcb were replaced which resolved the reported problems. As no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated technical error indicating power failure. The ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #:(B)(4).